Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip vial was returned.

Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 355 mg/dl, 60 mg/dl, 72 mg/dl, 46 mg/dl, 122 mg/dl, 181 mg/dl, 90 mg/dl, and either a result of 70 mg/dl or 79 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.